Manufacturer narrative:
It is unknown when the event occurred. This report is for a matrix screw - unknown lot; unknown part; UDI number is unknown. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that adjacent segment disease occurred after posterior lumbar interbody fusion surgery at l4/l5. On (B)(6) 2018, a revision was performed. The revision was completed with a 2-minute-delay, and there was no adverse consequence to the patient. This complaint involves three (3) devices. This report is for an unknown number of matrix locking screws. This is report 1 of 3 for (B)(4).